Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
An amplatzer cribriform occluder was implanted in 2008 and embolized sometime between implant and early 2009. According to the surgeon, the device had embolized into the mid aortic area (near the renals) and had eroded the aortic wall. No further information has been received by aga medical.